Event description:
Medtronic received info that this oxygenator exhibited high pressures during a bypass procedure. This occurred 40 mins into the procedure. After attempts to mitigate the pressures and resulting low flow, the decision was made to change out the oxygenator. It was reported that the change out occurred with 2.5 mins off pump. On the new oxygenator, there was no change in the pressure. As a result of the low flows, the pt was rewarmed and the pressures improved and flows could be increased to complete the procedure and come off pump. It was noted that the pt had high hemoglobin levels prior to the procedure. In addition, the pt had essential thrombocytosis pre-operatively and had been treated with anagrelide that was stopped on (B)(4) 2011. Perfusion records will be returned with the product for analysis.

Manufacturer narrative:
(B)(4). Eval method: device history review is pending. Results code: device history review is pending and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: product return in pending. Conclusion: at this time, the cause of this event cannot be determined. Upon receipt of the product, analysis and investigation will be performed, and a supplemental report will be filed.